Event description:
It is reported that the patient is experiencing a possible allergic reaction. X-rays noted a broken screw.

Manufacturer narrative:
This report will be amended when our investigation is complete.